Event description:
It was reported that after a da vinci-assisted mitral valve repair procedure, the patient experienced an unspecified postoperative complication that necessitated the patient to be placed on extracorporeal membrane oxygenation (ECMO). Subsequently, the patient required a reoperation via open sternotomy and was last reported as being hospitalized. There have been no allegations or indications of malfunction involving the da vinci system, its instruments, or accessories. It remains unclear whether the event was related to the procedure.

Manufacturer narrative:
There was no report of any malfunction of an intuitive surgical inc. (Isi) system, instrument or accessory occurring during the procedure; therefore, no product is expected to be returned for evaluation.